Event description:
Boston scientific received information that this implantable defibrillation lead exhibited shock impedance measurements less than 20 ohms. No adverse patient effects were reported.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.